Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had poor technique.

Event description:
Customer complains of erratic results. Customer states that she feels well and does not require medical attention. The customer's expected blood results are 140-150mg/dl fasting. Verified the strips expire 01/27/2018. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Reviewed meter memory: (B)(6) customer is concerned with 216mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of erratic results. Customer states that she feels well and does not require medical attention. The customer's expected blood results are 140-150mg/dl fasting. Verified the strips expire 01/27/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Reviewed meter memory: 1: 140mg/dl (B)(6) 2015 08:11:00 am fasting: yes; 2: 148mg/dl (B)(6) 2015 08:21:00 am fasting: yes; 3: 216mg/dl (B)(6) 2015 09:07:00 am fasting: yes; 4: 76mg/dl (B)(6) 2015 06:52:00 pm fasting: yes; 5: 140mg/dl (B)(6) 2015 08:33:00 am fasting: yes. Customer is concerned with 216mg/dl. No adverse event reported.